Manufacturer narrative:
(B)(4). It was reported that the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
On (B)(6) 2010 a complaint report came through the corporate product surveillance (cps) voice mail system by a baxter IV therapy rep. (Ivtr) concerning repeated issues with a clearlink continu-flo solution set used on a sigma spectrum pump that occurred approximately 2 weeks ago. The sigma spectrum pump gave an upstream occlusion alarm when connected to the (B)(4). Normal antibiotic was being infused and normal saline. There was no patient injury, adverse reaction or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be conducted as the lot number is unknown.